Event description:
It was reported to philips that the system did not start up properly. The system was being prepared for clinical use when the issue occurred and the procedure was rescheduled. There was no patient or user harm reported.